Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo provided and reviewed. The photo shows vaccess device was loaded onto the sheath and distal end of the balloon was seen protruding from the distal end of the sheath. Prolapsing was noted at the balloon near to the distal tip. Blood residues were seen on the balloon and sheath. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported deflation problem as no objective evidence was provided for review and also the investigation is confirmed for the reported sheath removal issue as prolapsing was noted at the balloon near to the distal tip, which could have caused difficulty in retracting the device through sheath for one device. However, due to the absence of the other two device, the reported failure for those devices remains inconclusive. A definitive root cause for the reported deflation issue and sheath removal issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess balloon catheter. During the procedure, it was reported that the balloon catheter allegedly unable to deflate and was difficult to remove from the sheath. There was no reported patient injury.

Event description:
A patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess balloon catheter. During the procedure, it was reported that the balloon catheter allegedly unable to deflate and was difficult to remove from the sheath. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. D2b (dqy; lit). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.